Event description:
Customer reported inaccurate erratic results with their meter. They experienced hypoglycemia and paramedics were called. During the evnet an unspecified reading was taken by the freestyle flash meter. The results did not match their symptoms. Meter was set to mmol/l ratheter than mg/dl but customer perceived the reading as mg/dl. At the time of the event the meter also did not have the correct strip code. Customer was treated intravenously to raise glucose levels. Testing was conducted on the forearm.